Event description:
A report was received that a patient had a procedure related infection at the ipg and incision sites. The patient underwent an explant procedure and did well postoperatively. Infection was not device related.

Manufacturer narrative:
Additional information was received that the patient¿s symptom for infection was swelling around the ipg site. Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibits normal device characteristics. Device evaluation indicated that the lead passed visual test performed. The lead was intact and no parts were missing. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm, model #: sc-4301, lot #: 15510921, description: 1cm split suture sleeve.

Event description:
A report was received that a patient had a procedure related infection at the ipg and incision sites. The patient underwent an explant procedure and did well postoperatively. Infection was not device related.